Event description:
It was reported that the patient developed pericardial effusion and experienced poor mood, nausea and vomiting due to decreased blood pressure during the postoperative period after implant of a pacemaker system. Drainage was performed and the hospitalization period was extended. It was deemed that the patient complications were related to the procedure. The right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.